Manufacturer narrative:
Updated fields b4 d8 g3 g6 h2 h11. Corrected fields b5 d9 device available for eval h3 h6 clinical code investigation type investigation findings component codes impact codes and investigation conclusions a getinge field service engineer evaluated the unit diagnostic and functional tests were performed and values of the vacuum line were found to be out of range repair was carried out with the replacement of the engine heads and gaskets operation tests performed with positive results the failure did not cause harm to operators or patients.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit goes into alarm. The failure did not cause harm to operators/patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit goes into alarm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair is not done by getinge.